Event description:
Two different lipid filters with two different lot numbers would not prime all the way through when hanging IV fluids. Lot#4319545 and lot#4195594. Manufacturer response for lipid filter, medex micron filter extension set 1.2 (per site reporter). [Redacted date] - paul planning to retrieve the samples and better identify the manufacturer. [Redacted date] - emailed rep requesting RMA/mailer.